Event description:
[Redacted] activated safety to retract the IV needle. IV redacted] states he then accidentally poked himself with the plastic part where the needle goes in. There was blood on it. He checked his glove after. It was broken and he had a small laceration on his right palm. [Redacted] washed the area with soap and water after the injury.